Event description:
A (B)(6) female admitted to picu for nonketotic hyperglycemia. At that time, she had cvl placed in left femoral region. Subsequently had line removed, discharged, and later was complaining of left groin pain. Incidental outpatient skeletal survey found retained foreign body. Metal guide wire was later removed in the operating room.